Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Less than one cfu of a microorganism was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the universal cord had a wrinkle. The angulation wire was broken, and the k-wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii duodenovideoscope. The biopsy channel tested positive for one colony forming unit (cfu) of aerobic mesophilic flora. The suction channel tested positive for ten cfus of aerobic mesophilic flora and the distal end tested positive for two cfus of aerobic mesophilic flora. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, since third party testing found no hygiene relevant organisms, no abnormality or leakage from the channels was found during inspection, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.